Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,27-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 4.2 had failed clicking but not opening and matrix drawer 6 kept failing even after recovery. The field service engineer addressed two reported issues. They found a liquid spill in matrix drawer 6 cleaned it up reseated the connections and tested the drawer which functioned properly. They also discovered a broken retractor band in drawer 4-1 replaced the part and tested both drawers. Register pharmacist functionality was also tested in the application and confirmed to be working correctly. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 drawer 4.2 had failed. User stated that it was clicking but not opening and matrix drawer 6 kept failing even after recovery. Upon fse investigation it was found that matrix drawer 6 had liquid spill.there were no adverse events or injuries reported based on this incident.